Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient complained of pain during right ventricular (rv) pacing. There was a concern about the function of the rv lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.